Manufacturer narrative:
The sample is not available for investigation.

Event description:
The event was reported from an unknown facility located in taichung city. The event involves plum set that leaked from the filter vent during an infusion of taxotere 111.75mg in 0.9% sodium chloride 500ml at a flow rate of 125ml/hr via an artificial blood vessel with 20g catheter on the patient¿s right collar bone. There was patient involvement but no harm reported.